Event description:
Follow up revealed that the patient underwent surgery to have their ipg replaced on (B)(6) 2018. Reportedly, effective therapy was restored post operatively. The issue has been resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their ipg as recommended for over 6 months. In turn, the ipg became inoperable over time. Reportedly, the patient has been incarcerated for over a year. As a result, surgical intervention may be undertaken at a later date to address the issue.